Event description:
Caller reported that the indicated battery charge dropped to 70% in a short period of time. There was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Customer did not experience an unexpected shutdown due to the change in battery charge. Cts decided to replace the pump as part of the resolution. The customer reverted to an alternate method of insulin therapy.